Event description:
Reporting status: serious injury - medical/surgical intervention/permanent damage. Reporting rationale: surgical removal of dislodged stent/CABG. Device issue: stent dislodgement. It was reported the procedure was to treat a lesion on the om, which was calcified and tortuous. After pre-dilatation, the promus was advanced, but failed to cross. Upon removal, the stent became stuck in the om into left main and the stent was slipping off the balloon. A balloon inflation was made in an attempt not to loose the stent, but when the sds was removed, the stent remained in the om/lm. An attempt was made to snare the stent, but this was unsuccessful. The pt experiencing cardiogenic shock and was placed on an iabp. The pt was sent for emergency surgery, where the stent was removed and CABG was performed. The pt's current condition is good. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because, distributor distributes promus as it own brand labeling of abbott vascular's drug eluting stent in the us.